Manufacturer narrative:
It was reported to philips "running on internal battery" alarm occurred. When a patient started to use the unit, a message indicating running on internal battery was displayed. Plugging into outlet was checked, and no issue including connecting to the main device was confirmed. Even when the unit was plugged into the outlet, it was not energized. The internal battery ran continuously and the lamp illuminated so the unit was replaced with an alternate one. The reported issue was not duplicated by a test run performed. No issue in the unit was observed either. The repair was canceled and the unit will be returned due to the lease being up.

Event description:
It was reported to philips that the device was running on battery while plugged in. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The investigation is ongoing.